Event description:
A us distributor contacted zoll to report that a patient developed bruising under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician adjusted their medication for the skin irritation. Follow up indicated that the skin irritation improved.